Event description:
The complainant had a impella cp placed for a patient admitted in with multiple cardiac risk factors for a high risk percutaneous coronary intervention. The cp had low flows and was replaced with a new pump after just over an hour of support. No patient harm reported.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation for the low pump flow has been completed. Pump was returned for analysis. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue during bench test. The root cause of the low flow was most likely a patient condition as no issue was found on the pump.